Event description:
The momentary safety switch emitted sparks. Visual exam of the switch and its compnents revealed the presence of an extra spring which had been accidentally enclosed in the switch housing.